Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 24 x 4.00 rebel stent, it was noted that the stent strut was damaged on the distal part. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. There were numerous hypotube kinks. The stent was microscopically examined and was found to be damaged on the distal end of the stent with several struts stretched and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.

Event description:
It was reported that stent damage occurred. During the unpacking of a 24 x 4.00 rebel stent, it was noted that the stent strut was damaged on the distal part. No patient complications were reported.